Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure. A field service engineer found that full height drawer 5 was not detected on the bus. Both the drawer control board and the pyxibus module board showed no lights. The fse replaced both boards and reseated all cables and wires. The pyxibus cable and retractor band were examined, and the unit was rebooted. Operation was verified through the hardware testing application, and all tests were successfully completed. The storage space configuration for the drawer was updated. The customer was then able to access pyxis and confirmed successful functionality testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system was showing a failed hardware message. The customer tried to recover the failed drawer, but it still indicated required maintenance. The customer shut down the station by unplugging the power cord; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.